Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Shock impedances are greater than 150 ohms. The shock impedance drops below 150 periodically when the patient moves his arms. An xray was advised. This lead remains implanted at this time.